Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: upon inspection, engineering confirmed a tear near the distal end of the bag. The bag showed signs of tension, clearly visible in the stretching near the burst site. Previous tests have shown identical stretching and breaking in retrieval bags when excessive force and manipulation is used to remove specimens from a small incision; however, fragmentation of the bag has not been observed during testing. The instructions for use state, "note: if the bag and its contents are too large to be extracted, carefully enlarge the port site for ease of bag removal." When the incision is enlarged, the specimen can be removed without incident. This document represents our final report.

Event description:
Laparoscopic cholecystectomy - "upon specimen retrieval, when the bag was pulled through the defect, the bag split at the bottom (tip) causing the gall bladder to stay inside the abdomen. Surgeon did note, there s an increased amount of force applied to pull than usual." Patient status - "n/a."